Event description:
I had breast implants in (B)(6) 2010. In 2016, I have been having severe health problems and was admitted to the ER numerous of times. Many tests and lab works were performed but everything pretty much came back normal. Drs could not find out what's wrong with my body. My health has gone downhill since then and I had quit my job since (B)(6) 2016 until now. Here are the symptoms that I have been suffering so much since roughly around the year of 2015 until now. Severe depression, anxiety, panic attacks, fatigue, shortness of breath and many more symptoms I can't even put it down in one night. I have severe acid reflux where I couldn't breath. I ended up in the hosp so many times because I couldn't breath and severe chest pain. They diagnosed me with severe gastric pain / gerd. Prescribed many drugs and nothing works. I was also diagnosed with severe ibs where no med can help me at this point. Severe diarrhea / constipation alternating everyday and it makes me suffering so much where I wanted to quit on my body. Before this I was a very active person. I exercised 5 days a week, 2 hours each day at the gym. I have been to many drs and specialists to evaluate my health and no one can find out what's wrong with my body. I am super frustrated. I feel very inflamed inside my whole gi system all the time. It's like there is a war against inside my body 24 hours a day. I'm restless, fatigue and I have shortness of breath as well. I get sick a lot. I throw up a lot due to indigestion. My whole digestive system is a mess. I couldn't figure out what's wrong with my body. But I feel that my body is fighting against me. It's awful I'm unable to digest food. My body rejects all food. I stopped eating meat for 3 years now and it hasn't helped. I tried pretty much everything. I am trying to reverse these awful symptoms and nothing is helping. I never thought about the breast implants could possibly be a contributing factor until I read on the news that the FDA has put a new warning on breast implants. I really need help. After reading so many stories out there, I know there is not enough evidence to link all the symptoms that I'm experiencing to breast implants but I can't think of any reasons why my body is torturing me daily. I had so many evaluations by many drs and have a very long history of medical records and I'm left with one diagnosis: severe ibs. It has been so horrible where I don't want to live anymore. I have so much anxiety. I can't sleep at night. I sweat excessively at night. I have multiple periods in a month and I'm not on hormone therapy or anything. My body is out of control. I have like 100 symptoms over the last few years and everything is getting worse. I'm always in pain. I'm always inflamed inside my gi tract. My hands and feet are always swollen. I have many more problems for the last 4 years that I can't keep track on telling people anymore. I'm hoping that researchers really will find out the answers soon because this is not easy to live with all these symptoms. It has affected me dramatically where I can't put down in writing anymore. My next step is to research and make a decision on the explant of my silicone implant asap. I can't wait to feel better and being able to work again one day. I feel so depressed because I had to quit my job. I tried to hold on the job that I had for 13 yrs and I couldn't handle it. I couldn't perform at work. I need the restroom constantly and would need to be in there for hours. I have diarrhea right after I eat for 3+ years now. I collapsed at work multiple times and I finally gave up my job trying to rest and trying to find out why my body is acting like this. I hope this is the answer for me, I'm hoping that removing the implants will reverse my symptoms and give me back my normal life. I can't wait to feel normal again. My gi system is tearing me apart every minute everyday. FDA safety report ID# (B)(4).